Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported the physician had two glidesheath slender kits opened as they had run out of the 6fr kit he wanted, while attempting to gain access for a lhc (left heart catheterization) from the right radial. They pulled the wire and needle from the 50-1050 kit, and then used the sheath from a 60-1060 kit. Upon advancing the wire into the needle, the physician met resistance, which was most likely subintimal. He continued to try to advance the wire, then pulled it back through the needle, at which point part of the wire broke off in the patient. They called for a surgeon to do a cut down and remove the remaining wire. They were able to remove the piece of the wire, and all pieces were accounted for, and the patient was ok. The patient was reported to be fine and was released. The procedure was successful and was completed using another access.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, provide the device return date, to update device evaluated by manufacturer, and to provide the completed investigation. One 5fr glidesheath slender along with guidewire and needle with needle protector was returned for evaluation. The guide wire inserter was not returned for evaluation. Visual inspection was conducted on the needle, sheath, and guidewire. The guide wire was unraveled and returned in two separate pieces. The stiff end measured to be 0.0205" and the floppy end was measured to be 0.015" using a vernier caliper which are within manufacturer specifications. The floppy end piece of the guide wire was stuck on the needle protector. The needle hub was inspected under a microscope and the entry and exit of the cannula were verified to be clear of any flash or obstructions. The inner diameter of the needle measured 0.022" with pin gauges which met the manufacturer specification. The sheath had a kink at the hub and there was damage indicative of torsional force along the sheath. All measured dimensions were within manufacturer specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "do not withdraw the guide wire through the needle, as shearing of the guide wire may result. Advance or withdraw the mini guidewire slowly. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined". There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
A user facility medwatch report #: (B)(4) was received on january 25, 2019 at terumo medical and stated: "a wire fragment used from the introducer sheath kit broke off in radial artery during access of the radial artery. A cutdown procedure of right radial artery required in order to remove the wire".